Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 13.9 mmol/l and 6.4 mmol/l. At the same time, the patient experienced symptoms which he related to hypoglycemia, but the symptoms were not reported.